Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. Philips technical support recommended performing pressure and air flow accuracy tests to determine if problem is pressure or flow related. The customer stated that unit passed performance verification testing and has been returned to clinical use.

Event description:
The customer reported a patient disconnect alarm. There was no patient or user harm reported. The event date was not specified; estimate used.